Event description:
Latitude alert received on 03/02/2018 with error code 1003 stating "voltage was too low for projected remaining capacity." There is an unknown area of drainage causing early battery depletion. Boston scientific technical services were contacted and engineers estimated 28 days of guaranteed normal function before necessary device replacement. Previous regularly scheduled check done on (B)(6) 2018 stated the battery had 6.5 years remaining.